Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device found the product to be damaged. The impactor was cracked and had broken into multiple pieces. The device was manufactured on 28-sept-2018. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
The instrument´s black plastic was having a fissure. No surgery delay, no adverse consequences reported. The instrument did not break into two or more pieces.